Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a decrease in monitoring voltage and an increase in charge time between two regularly scheduled follow up visits and it was asked if this change was too dramatic. This device was later explanted and returned for analysis.

Manufacturer narrative:
Technical services described a product update explaining the potential for this device model to exhibited extended charge times during the middle of life battery period but stated they could not comment on whether the decrease in battery voltage was dramatic. The crt-d could be analyzed if returned after reaching elective replacement indicator (eri) and being replaced. This crt-d remains implanted. No additional information is available at this time. Should more information become available, this event will be reopened. Upon receipt at our post market quality assurance laboratory, technicians used an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.